Manufacturer narrative:
During failure analysis, the customer's complaint was not duplicated. However, there was corrosion build up inside the motor assembly, the rotor bearings, the spacers and spacer washer. Corrosion damage to the bearings as well as the motor assembly was identified as the probable cause of the failure.

Event description:
A stryker micro drill was sent in for repair due to overheating during testing. There was no patient involvement, no adverse consequence was reported.